Event description:
A product liability claim was raised. It was reported that the pt was implanted a durom us acetabular component 50/44 j on the left side on (B)(6) 2006. The pt was revised on (B)(6) 2013 due to pain, loosening, debris, pseudotumor and osteolysis.

Manufacturer narrative:
The MFR did not receive devices or x-rays for review. Other source documents (surgical report and peels and sticks) were provided. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced. Should additional info become available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended med device report will be submitted. Zimmer's reference number of this file is (B)(4).